Manufacturer narrative:
Root cause: operating instrument while instrument is not aligned with implant. Explanation: this allows tissue to get under the tool which causes compression instrument to lock between tissue and implant. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned instrument was visually inspected. Outer sleeve was removed and internal components inspected. No observations. Sample implants were compressed by the compression tool four times. All compressions were successful.

Event description:
Compression tool would not release from the implant.